Event description:
This patient had an ischemic cardiomyopathy with symptoms of congestive heart failure and had a biventricular ICD implanted 2 years ago. The patient had an initial lead dislodgement requiring a return to the operating room for repositioning of the right ventricular dual coil electrode within 24 hours of the original implant. The patient has done well in the interval and has received no therapy. Recent analysis of his device, however, showed an impedance of 2000 ohms and inability to pace from the coronary sinus/left ventricular electrode. Chest x-ray demonstrated a fracture of this lead in the pocket.from the operative report: "we found that the patient had two leads, which were intimately associated with each other and coiled having migrated somewhat anteriorly so that they lie just beneath the skin. These two leads were the easytrak left ventricular/coronary sinus electrode and a fineline right atrial electrode. Examination of the lead showed fractures of both leads, in fact the fineline lead was almost totally transected." From the discharge summary: "the coronary sinus lead was positioned and was documented by standard static x-ray. This lead was then extracted without difficulty and without resorting to the use of a laser. A fineline lead, however, presented a problem in that on trying to extract the lead with traction alone it became ensnared and the innominate vein near the proximal coil of the defibrillator lead. A 12-french excimer laser was mobilized to remove this lead and unfortunately the lead broke with the tip of the lead retained in the distal innominate vein and again, apparently associated intimately with the proximal coil of the defibrillator electrode...the retained portion of the fineline lead was not delivered into the wound. It is attached to the defibrillator electrode remained in place. Further attempts at access from the left side were only partially successful and since we could not place all three leads from the left side, we abandoned the left side entirely. Attention was directed intraoperatively to the right side where biventricular ICD was implanted without difficulty with good positioning of a posterior lv branch of the coronary sinus obtained for the left ventricular pacing electrode....postoperatively, the patient had no complications and progressed well and was discharged the following day."